Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was reusing the cartridge. Tandem technical support educated the customer that reusing a cartridge is off label as per the user guide. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose value.